Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the air compression testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction could not be duplicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.